Event description:
A pt reported blood glucose results of hi, 71, 51, 132, 153, 56, 107, 149 and 156mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.